Event description:
It was reported that two days post ventricular assist device (vad) implantation, the patient developed ventricular tachycardia and their implantable cardioverter defibrillator (ICD) shocked the patient four times for this. The ICD was interrogated, and ventricular tachycardia (vt) zones were changed. Antiarrhythmic drip was started, and the patient¿s rhythm improved. An additional antiarrhythmic medication was also administered. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 0155 lead, implanted: (B)(6) 2002; 4473 lead, implanted: (B)(6) 2002. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, two days post-implant, the patient developed ventricular tachycardia (vt) and was shocked four times by their implantable cardioverter defibrillator (ICD). The ICD was interrogated, and vt zones were changed. Additionally, an antiarrhythmic drip was started, and an additional antiarrhythmic medication was administered. Based on the available information, including the occurrence of the event two days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated that the patient had a history of cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.